Event description:
Customer reported that the insulin pump alarmed for a motor error during the bolus. He stated that the insulin pump had not been exposed to a strong magnetic field or MRI. He stated that he was not able to complete the rewind sequence. The blood glucose reading was 249 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.